Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon during use. Another balloon was used to deploy the stent in the lesion; however, not positioned exactly where it was intended. No additional event or pt information is available.